Event description:
A discordant magnesium result was obtained on an advia 1800 for one pt. The initial result was not reported to the physician. The technician recognized the initial result as being high, and repeated the sample run. The correct value was then reported. There was no report of adverse health consequences or intervention due to the discordant magnesium results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. After analysis of the instrument and instrument data, the fse replaced the seals on the sampling and reagent wash pump (srwp), the rotational mixer motor and its driver printed circuit board, and the cdevl valve, which is associated with the wash station. The instrument is performing within specifications. No further evaluation of the device is required.